Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device activity log showed the user was utilizing closed onestep complete pads for testing or troubleshooting. The device was not connected to an ECG cable, as all logs recorded ECG cable ID as "3". Upon power-up, the device detected a "short detected" condition. The logs showed the end user powering up in pacer mode without a manual test being performed. The device entered pacer mode without an ECG cable connected. In pacer mode, the x series monitor automatically switches to lead view (leads I, ii, or iii), which requires an ECG cable. Without it, the device appropriately displayed a 'lead fault' message. This message can only be cleared by connecting an ECG cable with a patient or simulator in pace mode, or by switching the device back to defib mode. The device functioned as designed, and the messages observed were consistent with how the device responds when used in pacer mode without an ECG cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to detect the attached pads and multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.